Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited a shock impedance measurement greater than 200 ohms. A review of the stored data identified the measurements had been out of range for the past year. A boston scientific technical services documented and discussed the clinical observations and recommended system troubleshooting. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the returned proximal segment was performed. Visual inspection did not identify any abnormalities. Resistance testing confirmed the lead segment was electrically continuous. Detailed analysis confirmed the inner insulation integrity. Laboratory analysis did not identify any lead issues that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this product was subsequently explanted and returned for evaluation. No additional adverse patient effects were reported.